Manufacturer narrative:
Manufacturer address 1- (B)(4). Initial reporter address 1-(B)(6). Device evaluation by manufacturer: an icerod 1.5 cx 90 degree needle was returned for analysis. Visual inspection of the exterior of the needle was performed and the needle appeared to be bent at the tip upon arrival. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. A five-minute freeze cycle was performed, and it was found that the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve became covered in frost, meaning the vacuum sleeve was defective. The vacuum sleeve was inspected under a microscope for abnormalities. It was found that the vacuum sleeve had abnormalities in the metal that likely led to the vacuum integrity failing. The reported event of frost on the needle shaft was confirmed.

Event description:
It was reported that frost was observed on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat cancer. During the procedure at the 2:00 minute, frost was observed along the shaft of the needle. The procedure was stopped immediately at the 2:20 minute, and the faulty needle was replaced. The procedure was completed with no patient complications.

Event description:
It was reported that frost was observed on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat cancer. During the procedure at the 2:00 minute, frost was observed along the shaft of the needle. The procedure was stopped immediately at the 2:20 minute, and the faulty needle was replaced. The procedure was completed with no patient complications.